Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and not returned for evaluation. The alleged product issue could not be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that a embolization coil implant detached during manipulation in the microcatheter. The implant and microcatheter were withdrawn together in their entirety. There was no reported patient injury or intervention.